Event description:
Complaint report states, "svc repture with 9 fr evolution (&fr was used 1st), trying to remove 3/5, 4 y/o leads scarred together." Switched multiple times. Death.

Manufacturer narrative:
Product has not been returned for eval. None.